Event description:
Hello, medical device: coaguchek xs system roche. Please explain to me why this device is classified as a medical device. As far as I am concerned, I see no different between a glucose meter and an inr meter. Yet the latter is highly restricted and dependent on one single provider, tantamount to a monopoly. The reporting is tedious and duplicative and unnecessary. Just as I like to see my glucose at 120, I keep my inr between 2.0 and 3.0. There is nothing devilish about this testing. My endocrinologist advised me that I should report a reading higher than 200 and of course, the same holds for the inr results. I ask that you reclassify this device, so it can be used freely without the monopolistic constraints. Thank you. (B)(6).